Event description:
A device report from (B)(6) indicates a lawyer in (B)(6) reported: a (B)(6) male was implanted on (B)(6) 2008 with a nail. It was discovered on an unk date the nail broke post operatively. Pt was returned to operating room and hardware was removed on (B)(6) 2010.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Manufacturer narrative:
Investigation is ongoing. No conclusion can be drawn at this time.

Manufacturer narrative:
Investigation coordinated by synthes gmbh. Report received indicates the dimensions of the nail (as far as measurable) were checked and found to be in compliance with the technical drawings and ao/asif specification. Examination of the raw material testing certificates and the manufacturing papers shows that the chemical composition, microstructure and mechanical properties of the nail are in compliance with the international standards. The fracture surface of the implant was investigated by scanning electron microscope (sem). The fracture surface of the nail showed a pattern of ripples or fatigue striations at the crack propagation zone and over the entire fracture surfaces. The presence of these striations is an indication of a fatigue process. The investigated nail had to absorb and neutralize forces. That may have been greater than the tolerable load. No evidence of material or manufacturing defects could be found.